Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and removed and replaced the helium reservoir assembly due to the fill tank not initializing to allow an autofill to occur. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that an autofill failure on a cardiosave intra-aortic balloon pump (iabp) was noted when providing the customer training. It was noted that multiple intra-aortic balloon (iab) catheters were tried; however the alarm persisted. All connections were reported to be tight and it was noted that the alarm did not occur with the same demo catheters on a different iabp unit. The affected iabp unit was tagged and taken to the customer's biomed. There was no patient involvement and no adverse event was reported.